Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus totals for three days did not match. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017. Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2017 with the following findings: a review of the black box showed the delivered boluses on each day matched the total daily dose bolus history. A manual ten unit audio and ten unit normal bolus, both were accurately recorded in the bolus history. The total daily dose correctly showed 20 units. The pump was run for 24 hours at a one unit per hour basal rate and at the end of testing the basal history correctly showed a one unit, and the total daily dose showed 24 units. No alarms occurred during testing. The complaint of the bolus totals calculating a greater than five percent discrepancy was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.